Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed several increases in power consumption and estimated flow accompanied by increases in pump rotational speed starting on (B)(6) 2021. Additionally, a decrease in power and flow was logged on (B)(6) 2021 accompanied by a decrease in pump rotational speed. Four (4) high watt alarms and one (1) low flow alarm have been logged since (B)(6) 2021. Information received from the site indicated that, in addition to the high power, the outflow graft thrombus was confirmed by computed tomography angiography (cta) and a transesophageal echocardiogram (tee). There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the outflow graft. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 1415932 h6: img code(s): g07001 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b2 outcome attributed to adverse event: corrected to check off "death" - b2 date of death: corrected to include (B)(6) 2021 - b3 date of event: corrected from 2021-03-29 to 2021-01-01 based on the information obtained that the patient had covid beginning in (B)(6) (unspecified date - month/year valid) - b5: desc evt problem: corrected in its entirety to include all adverse event(s) experienced by the patient, diagnosis performed and product malfunction(s) exhibited - h1 type of reportable event: corrected to check off "death" - h6 patient codes (ime/annex e), imf (annex f) health impact, device codes (fdd/annex a), img (annex g) component, eval code result (fdr/annex c): corrected to include annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event(s) and malfunction(s). Additional products: outflow graft lot # 1415932 h6: patient ime code(s): e1621, e0611, e1907, e0306, e2301 h6: imf code(s): f21, f02, f23, f2303 h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA conclusion code(s): d12, d14 product event summary: ventricular assist device (vad) (B)(6) and the associated outflow graft (ofg) 1415932 were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flow beginning on (B)(6) 2021 leading to parameters below the normal operating range. The reported high power was also confirmed through log file analysis which revealed an increase in power consumption on (B)(6) 2021 accompanied by multiple increases in speed; however, the estimated flow continues to decrease. The parameters return to normal baseline on (B)(6) 2021 which corresponds to the reported anticoagulation medication and ofg stent. Beginning on (B)(6) 2021 several increases in power consumption and estimated flow were logged accompanied by increases in pump rotational speed. This was followed by a decrease in power and estimated flow on (B)(6) 2021 accompanied by a decrease in pump rotational speed. Four (5) high watt alarms since (B)(6) 2021 and one hundred thirty (130) low flow alarms since (B)(6) 2021. Of note, the available log files only contained data through (B)(6) 2021. Information received from the site indicated that, in addition to the high watts and low flow alarms, the patient had covid-19 in (B)(6). On the second week of (B)(6), the patient was diagnosed with sepsis and showed signs of increased body temperature and overall weak feeling; however, the source of the sepsis was unknown. The patient was admitted with signs of left ventricular heart failure. An echocardiogram of 2d echocardiography, transesophageal (tee) and computerized tomography (CT) scan were performed and revealed a foreign material/thrombus in the outflow graft (ofg). Of note, it was stated that thrombus formation was likely due to post covid-19 complication which the patient had. The patient had a sub-therapeutic international normalized ratio (inr) and was started on anticoagulation medication and received an ofg stent. On march, there was a second occurrence of ofg thrombosis. It was suspected that the second thrombus grew in the same location as the first one. The hospital decided to leave thrombus without intervention and the patient subsequently died. The cause of death was provided as sepsis. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed high watt alarms event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to the thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, infection and death are known potential complication s associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had covid-19 in (B)(6). On the second week of (B)(6), the patient was diagnosed with sepsis and showed signs of increased body temperature and overall weak feeling. Of note, the source of the sepsis was unknown. Over a month later, the ventricular assist device (vad) exhibited an unspecified dysfunction. Review of log files revealed high watt alarms triggered during normal power consumption as well as a low flow alarm. The patient was admitted with signs of left ventricular heart failure. An echocardiogram of 2d echocardiography, transesophageal (tee) and computerized tomography (CT) scan were performed and revealed a foreign material/thrombus in the outflow graft (ofg). Of note, it was stated that thrombus formation was likely due to post covid-19 complication which the patient had. The patient had a sub-therapeutic international normalized ratio (inr) and was started on anticoagulation medication and received an ofg stent. It was further reported that approximately one month later, there was a second occurrence of ofg thrombosis. It was suspected that the second thrombus grew in the same location as the first one. The hospital decided to leave thrombus without intervention and the patient subsequently died. The cause of death was provided as sepsis.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The second occurrence of outflow graft thrombus reported in regulatory report#: 3007042319-2021-01790 was determined to be a duplicate of the "unspecified dysfunction" reported in regulatory report#: 3007042319-2021-03117. Section a3 patient sex, section b1 adverse event or product problem, section b2 outcome attributed to adverse event, section b5 event description, section d6a implanted date, section h1 type of reportable event, section h6 codes, and section h10 additional products were corrected to include outflow graft thrombus information. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 31-jul-2022 / lot#: 1415932 UDI#: (B)(4); d6a: implanted date: on (B)(6) 2018; d9: no; h4: mfg date: 01-jul-2017; h5: yes; h6: patient ime code(s): e0514 h6: imf code(s): f08, f1203, f2203 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had a ventricular assist device (vad) outflow graft thrombus confirmed by computed tomography angiography (cta) and a transesophageal echocardiogram (tee). The hospital decided to not take intervention on the thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the unspecified vad dysfunction, patient information, and implant date but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) exhibited an unspecified dysfunction. The vad remains in use. No patient complications have been reported as a result of this event.